Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the available log files performed by the remote service engineer (rse) did not contain indications of start-up issues. The log files show a successful system start up with no errors. The system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.